Event description:
Technical services received a call on 07/25/2012 from sales rep. The lead was implanted on (B)(6) 2008. Patient has a fractured atrial lead but caller does not know when this was first noted or anything related to the issue or if it lead to any adverse patient effects. The physician was dr (B)(6) unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).